Manufacturer narrative:
Corrected information: d1, d4, g1, h4. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted the magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The luer hub had been cut off and was not returned. As a result, flow testing and leak testing were not able to be performed. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. No error message noted. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. During the procedure, the catheter moved to the right atrium and after several attempts the catheter was able to be advanced into the left atrium. However, the catheter seemed appeared to be outside the anatomy. After a few minutes, the patient became hypotensive and fluoroscopy revealed a cardiac tamponade and the procedure was stopped. An epicardial puncture was done and a drainage system was placed to reduce the effusion. There were no performance issues with any abbott devices.